Manufacturer narrative:
Ortho was unable to perform retain testing since event was reported on 28may2020 and product expired on 21apr2020. Batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an isolated event where false negative reactions were obtained using the treated portion of 0.8% resolve panel c lot vrc269 exp 4/21/2020. According to customer, patient with no previous history had a positive reaction with 0.8% screening cells and cell# 2 ( 1+ positive). Panel ID was first performed with the untreated portion of panel c lot # vrc269 and saw positive reactions with donor # 3 ( 1+). (Customer suspected possible big e antibody) and continued to test with "treated portion" of panel and saw negative with donor #3. The ficin treated cells should have enhanced or confirmed the anti-e. This screening was done on the provue analyzer. All panel testing is done by manual gel methods as per this site's policy. The patient's own cells were antigen typed and were big e negative. The untreated cell testing was done using igg gel card and panel c treated cells were testing using buffered gel cards no reports of any noted discrepancies with any other patients. Customer has concluded this was an isolated, sample related issue. Issue started on: (B)(6) 2020; reported 5/28/20. Reaction grade obtained:neg. Customer was expecting:pos. Incubation time (for manual test only): 15 min. Test repeated: no. Was qc affected? Qc was performed and acceptable. Patient clinical history: no patient history of prior antibodies. Issue was reported after expiration date of panel cells and screening cells. Tsc discuss with customer that site needs to report to ortho as issue is on going and not after panel cells expired. Customer also indicated that site had documented to provide e- units and ahg crossmatched if transfusion required.